Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (517 mg/dl) with a high level of ketones. Insulin injections were used to address the bg level. The customer stated that the basal was not "running". Tandem customer technical support (cts) had the customer review the pump history and it showed the correct total daily basal. The customer reported that the pump might think it was delivering insulin, but it was not. The customer declined to download the pump t:connect data or perform a system check to determine if the basal was being delivered. The customer had cts assist with loading a new cartridge and infusion set. The customer resumed insulin delivery.